Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The reported failure (23076,23087, 1007 errors) was confirmed and replicated. The usm was tested on an inhouse system and failed normal mode as it triggered 23210 error. The remote fe recorded errors of 23067, 23087, 23138 & 23210 point to insertion axis. The usm tested on a pftp and failed universal surgical manipulator (usm) direction test. Insertion axis inspected; presence of dried fluid intrusion found on axes controller spar hall sensor (acsh) printed circuit assembly (pca). When acsh pca replaced with a gold one, the usm passed the direction test. The usm went through testing on a pftp using gold part and it passed all required tests. Acsh pca will be replace as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer helped fse moved the cart to another room to service the system. An error appeared 1007 on arm 1 asking to disable the arm. The fault was recovered but error returned. The fse replaced usm 1 and programmed/tested in data terminal equipment. All tests was passed. The fse test drove the system after electrical safety. Full range of motion and intuitive on all arms. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the cholecystectomy procedure on (B)(6)2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported they encountered an error and the arm was not working. The tse reviewed the onsite logs which showed staff encountered error 23087 on universal surgical manipulator (usm) 1 axis 3. The staff then power cycled the system and the error 23076 was generated on usm1. Onsite logs reflect the staff depressed disable usm1 in response to the 23076 error. The tse explained a second power cycle of the system would be required to resolve the disabled arm, but cautioned the staff the error may return on power up. The surgeon elected to proceed with the procedure using usm2, usm3 and usm4. The staff would contact tech support after the procedure completion for assistance completing a hard power cycle of the patient side cart (psc). The staff would like the field engineer to follow up as quickly as possible to verify/resolve the usm1 issue. The tse asked customer after the procedure if they would like to troubleshoot and customer declined. The procedure was completing as planned with no reported injury. Intuitive surgical inc (isi) followed up with the operation room (or) staff for details regarding patient demographics. The or staff mentioned that patient information was confidential and was not provided.